Event description:
Unitentional movement. Hillrom p3600 affinity birthing bed malfunctioned during attempts to lower. Visitor had foot resting on base of bed and bed quickly lowered form high position to low position causing a crushing injury to ankle/foot. The foot was trapped until the bed could be repositioned. Visitior's foot swollen w/ indentation noted. No sound from motor heard when the bed suddenly fell into this position. Visitor taken to emergency department for evaluation and treatment. Foot bruised and swollen, x-rays negative for fracture. This is the second event with this bed since june 17, 2006 where the bed has malfunctioned and became stuck in the high position. This bed has required repair 7 times since 2003. This ob unit currently has 12 of these hillrom beds on it that are approximately 15 years old and two of these have recently had similar events relating to getting stuck in either the high or low positions. On october 28, 1994 reported on this type of bed. Affinity birthing beds model 3600 and model 3601.the above beds can stick in the "high" position due to a problem with the brake mechanism of the high-low drive. The manufacturer informed customers that all affected units will be modified free of charge.